Manufacturer narrative:
The device unavailable for evaluation. It was reported that one extend anterior cervical plate,1-level, 16mm rotated post-operatively following a 1-level acdf procedure. One xtend plate and one forge cervical allograft spacer were implanted at level c5-c6. The original surgery took place on (B)(6) 2024 and the rotation of the plate was discovered during the patient's standard post-operative visit during the week of (B)(6). The sales representative confirmed via the event evaluation form that there were no adverse effects to the patient. Reached out to the sales representative for additional information. The sales representative stated that a forge cervical allograft spacer was used for the spacer. The holes were drilled with a 14mm drill under power and 4.2mm diameter 14mm length self-tapping variable angle screws were used. Additionally, there are no current plans for a revision surgery. This evaluation determined that this failure was within expected risk; therefore, no further actions will be taken at this time. If any additional information become available the complaint will be re-evaluated.

Event description:
It was reported that a xtend anterior cervical plate has rotated inside the patient post operatively.